Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) sections which state: chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Chapter 3 preparation and inspection, 3.3 inspection of the endoscope, 3.4 inspection of accessories and 3.8 inspection of the endoscopic system¿ describes the following warning. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. Confirm that the holes of the valves are not blocked. Confirm that the valves are not deformed or cracked. Set the airflow regulator on the light source to ¿high¿, as described in the light source¿s instruction manual. Immerse the distal end of the insertion section in sterile water to a depth of approximately 10 cm. Confirm that no air bubbles are emitted when the air/water valve is not operated. Cover the hole in the air/water valve with your finger and confirm that air bubbles are continuously emitted from the air/water nozzle. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process broken angle wire in the up position, and foreign matter clogging the nozzle and air/water cylinder. Plastic distal end cover has a scratch, adhesives around light guide and objective lens has white-clouded area, scope cover has a crack, switch box, switch buttons one and four have a scratch, due to a crack on scope-cover, water tightness is lost, and light guide bundle has breakage, connecting tube has a scratch and wrinkle. Furthermore, as reported in b5 foreign material was found in the nozzle and air/water cylinder and this condition is attributed due to insufficient cleaning and handling problems. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that the facility flushed the air/water nozzle with water and air. The customer noted that the facility flushed air/water nozzle with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis lucera elite colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the broken angle wire in up direction, further evaluation revealed foreign matter clogging in the nozzle and air/water cylinder. This report is being submitted for the event found during evaluation. There was no patient involvement.